Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin. The proximal and the distal lead fragment with inserted locking stylet were returned and subjected to an extensive analysis. During the visual inspection the lead showed multiple signs of wear along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through which can be considered the root cause for the clinical observation of oversensing with inappropriate shock delivery. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to noise resulting in inappropriate shock. Should additional information be received this file will be updated.